Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer printer could not print. It was also indicated that the a nalyzer flex circuit was out of specification, and that multiple external parts were damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the printer could not print out the report. The programmer was returned for service. No patient complications have been reported as a result of this event.